Event description:
A healthcare worker opened the tub of 30 syringes and noticed a liquid gel in the tub with a very strong smell. Other healthcare workers then looked at the tub and had symptoms of a burning sensation.